Event description:
During pt use, the ventilator did not recognize the battery pack when the breathing circuit was changed, ac power cord was unplugged, and the ventilator was turned off and back on. The ventilator alarmed with 'switched to backup battery' error message. The ventilator kept ventilating continuously. However, the pt was manually ventilated during transfer to a second ventilator. No permanent pt injury was reported.

Manufacturer narrative:
Although requested, no pt info was provided.